Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the telescope was broken, it was not possible to see anything through it, it was completely black. It was unknown when the issue occurred. No patient harm was reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d9; g1; g2; g3; h2; h3; h4; h6 and h11 corrected field: e4 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gap on the base of the outer tube; broken funnel. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.